Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, bio ID was not working properly, and user got an error message. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, bio ID was not working properly, and user got an error message. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier was not working. A technical support specialist (tss) identified an alert related to a datasync error. Checked the station and confirmed that medapp was not running. Performed a station refresh. Medapp resumed normal operation, and all associated services were confirmed to be running. Reviewed the datasync log and found no remaining errors. The system functioned as intended after the technical support specialist troubleshot the device.